Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
A third party indicated that a consumer reported redness associated with the product. Contact with the consumer provided details associated with the event. Consumer reported that after using the complaint product several times, she experienced irritation and pain in both eyes. The consumer had an evaluation and reported that the doctor noted inflammation and recommended zaditor (antihistamine) drops. Consumer is recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.